Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The tech support engineer (tse) guided the customer to undock and redock the universal surgical manipulator (usm3) and the issue cleared. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 3 had a minor uncontrolled motion at the vertical z-axis along the column. The system was docked to the patient when the issue occurred. The intuitive tech support engineer (tse) advised that the usms should not move unless undocked and clutched by the user. The tse reviewed the system logs and found an error indicating the usm4 set-up joint moved without being clutched. The customer confirmed that the issue was with usm3. The tse guided the customer with redocking usm3, which resolved the issue. The procedure was completed as planned with no reported injury or harm.